Manufacturer narrative:
Customer elected to perform repairs.

Event description:
It was reported that there was reduced brake force. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.